Manufacturer narrative:
Product event summary: (B)(4). The device was returned and analyzed and no anomalies were found. Concomitant products: product ID 5076-52, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2013; product ID 5076-58, serial#(B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2013. (B)(6). (B)(4).

Event description:
It was reported the patient is sepsic and required a wound debridement. The device and leads were removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID 5076, implantable pacing lead: implanted: (B)(6) 2010, explanted: (B)(6) 2013. Product ID 5076, implantable pacing lead: implanted: (B)(6) 2010, explanted: (B)(6) 2013. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.